Event description:
This female pt was enrolled in the registry in 2008. The pt's medical history includes previous percutaneous coronary intervention, hypertension and hyperlipidaemia. The main indication for the procedure was unstable angina. The pt had two cypher select plus stents implanted; one in the mid left anterior descending and the other in the proximal circumflex. The lesions were in-stent restenosis of two previously implanted bx sonic stents.

Manufacturer narrative:
This device is one of two product associated with this event. Please refer to MFR report # 9616099-2008-01388. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.